Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented at a follow-up in-clinic, low defibrillation impedance was observed on the right ventricular lead which aborted high voltage therapy. Lead testing was discussed.